Event description:
It was reported that following successful implant of the right atrial (ra) lead a final fluoroscopy was performed and the lead appeared to have moved from the original position. Good results were observed on interrogation, however the physician decided to revise the lead. The pocket was reopened and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).